Event description:
Caller reported a cgm error 42, prompting a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset and guided the caller through the process, after which the pump no longer displayed the error code, and the caller successfully started their sensor session.